Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 1.8, re-test 2.0, lab: 1.1. Pt was getting ready for surgery. Tested at the lab on the same day within one hour of meter test.

Manufacturer narrative:
Investigation pending.